Event description:
Related manufacturer reference number: 2017865-2018-12854. During an implant procedure, there was low out of range impedance noted on the right ventricular (rv) lead. The rv lead was not implanted, but replaced to resolve the event. The patient condition was stable.

Manufacturer narrative:
The reported event was low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fracture. (B)(4) examination found an overtorqued inner coil at the connector region, consistent with procedural damage. Conductor shorting was noted due to the overtorqued inner coil. The reported event was isolated to the conductor shorting in the connector region.